Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to a pinhole on the bending section rubber and damage to the channel, the distal end was scratched, the bending section rubber had a cut, the image had shadows, and the connecting tube had the coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had leakage from the tip. The field service engineer checked the scope and found leakage from the bending section rubber and the biopsy channel. Inspection and testing of the returned device found that the connecting tube had coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The issue was found during reprocessing.

Event description:
The customer reports the reprocessing steps as per instructions per use. The customer followed the handling of the device per instructions per use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling coating was physical stress on insertion section by rubbing, hitting, etc. Stress by poor storage environment. (In direct sunlight, at high temperatures, under high humidity, x-rays, environment exposed to ultraviolet rays). The foreign material might not have been removed due to physical damage of the device when the user conducted reprocessing. The image issue was caused by breakage of the image sensor. The event can be prevented by following the instructions for use which state: ¿IFU (operation manual) warns about applying external stress to insertion section in the following IFU. Important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.